Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2025.

Event description:
It was reported that the patient experienced stimulation shutting off randomly. X-ray was taken and showed that one of the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted scs lead was not returned as it was discarded by the medical facility.